Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Additional patient ID: (B)(6). Event date: unknown. Additional product code: jdo. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Results: (B)(6) 2015: lumbar spine exam: tenderness present diffuse lower lumbar spine. Left psis at the left lumbar region. No swelling or ecchymosis. Muscle spasm present at the left lumbar muscles ((B)(6) 2015). Diffuse lumbar paraspinous musculature. Normal alignment. ((B)(6) 2015). Rom: flexion is painful and extension is painful. Impression: lumbar sprain, possible herniated disc ((B)(6) 2015). Low back pain, non-specific. ((B)(6) 2015). Left hip/thigh exam: tenderness present at the iliac crest. No swelling present. Stress testing: no groin pain with hip range of motion. No knee pain with rom of the hip. Resisted hip flexion produced lower left lumbar pain. Impression: post-operative revision orfi left hip with bone grafting. Healing ((B)(6) 2015). Persistent hip, back and cervical pain. Healing. ((B)(4) 2015). On (B)(6) 2015: general exam: neurological ¿ lower exam: left nerve tests: negative left straight leg raise test. Negative left contralateral straight leg raise test. Negative left femoral nerve stretch test. Left league test is normal. Left reflexes: the left achilles reflex is absent and the left patellar reflexed is decreased. There is a downgoing left babinski reflex. Left clonus is absent. Neurological exam ¿ right leg: sensory and motor function is grossly intact over the right lower extremity. Negative right slr. Patellar and achilles reflexes are within normal limits. Babinski reflex is normal. There is no ankle clonus. X-ray hip unilateral: bone density is mildly decreased. There is decreased joint space. Joint osteophytes are present. Internal fixation devices are present. X-ray left hip fracture with callus present, is healing, impacted, in satisfactory alignment. On (B)(4) 2015: general exam: x-ray left leg: left hip fracture with callus present, in satisfactory alignment, impacted, is healing. Hip x-ray: mild left degenerative joint disease (djd). Bone density is mildly decreased. There is decreased joint space. Joint osteophytes are present. On (B)(6) 2015: right hip/thigh exam: no tenderness noted. No pain with active or passive rom. Normal and symmetrical rom. No instability with rom. On (B)(6) 2015: sensory exam: normal all dermatomes lower extremity. Lymphatic exam: no significant lymphedema. No tender nodes are present. On (B)(6) 2015: skin: no abrasions, lacerations, or incisions noted. On (B)(6) 2015: general exam: vascular exam - left leg: unremarkable with normal pulses, color, capillary refill, warmth and no significant findings are noted. Homan¿s sign is absent. There are no palpable tender cords. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision, open reduction, internal fixation (orif) with bone grafting procedure of the left hip was performed on (B)(6) 2014 after patient complaints of pain and post-operative x-rays from (B)(6) 2014 revealed a non-union with broken screws from the compression plate. The compression plate was noted to be separated from the femoral shaft. During the revision surgery the plate was removed along with the loose broken screws. The remaining portion of the screws in the bone were left in the patient. The hip screw was stable in good a position, therefore it was utilized for further repair. A new synthes dynamic hip screw (dhs) sideplate was inserted over the hip screw and impacted in place and stabilized with five of the screw holes being filled with 4.5mm stainless steel cortical screws. The revision surgery was completed with no complications, no reported surgical delay and excellent reduction of the fracture. The plate and two (2) screws were sent to pathology, there is no report of the pathology results. The original surgery was performed on (B)(6) 2013 in which the patient underwent and orif of the left hip with sliding hip screw device after she sustained a fall at home and was experiencing pain; she was noted to have a basic cervical neck fracture. During the original surgery a lag screw, plate, and cortical screws were implanted. The patient was seen on (B)(6) 2014 complaining of mid to proximal lateral thigh pain that had started approximately six months ago and has gradually been getting worse; she was then revised on (B)(6) 2014 in the above said procedure. Since the revision surgery on (B)(6) 2014 the patient has been seen in the office for follow up appointments. At the post-operative visit on (B)(6) 2014, the incision was healing with no signs of infection and the staples were removed. The patient was utilizing a walker for ambulation and was minimally limping on her left leg. At the post-operative visit on (B)(6) 2014 ,the patient felt the progression was satisfactory and she completed her home health physical therapy (pt). At the post-operative visit on (B)(6) 2015, the patient complained of pain that started about two days ago after she heard a loud pop. She is using a cane for ambulation and was minimally limping on her left leg. At the post-operative visit on (B)(6) 2015, the patient stated she has been having pain on her left side, and her posterior/anterior leg radiating to the ankle and in the lumbar region that started five days ago when she tripped and pushed her hand through a window. At the (B)(6) 2015 post-operative visit the patient is complaining of pain that is described as intermittent, getting worse, moderate, sharp and stabbing. The symptoms increase with ambulation, the patient is using a cane for ambulation. Since the revision surgery on (B)(6) 2014, none of the provided radiologic results revealed any device malfunction. To summarize the radiologic results: there is callus formation, the bone density is mildly decreased, there is decreased joint space, and osteophytes are present. This is report 6 of 6 for (B)(4).